Manufacturer narrative:
The insulin pump was received with flashing white due to cracked bleeding lcd. Unable to confirm frozen screen or perform displacement, rewind, seating and basic occlusion testing due to flashing white lcd display. The insulin pump had cracked keypad overlay at the select button, scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump display had two black stripes over it; the display was also frozen and it would not react to any button presses. The patient's blood glucose at the time of incident was 21.0 mmol/l. The customer tried new batteries several times but the display remained broken. The customer mentioned that they had accidentally dropped the insulin pump today and that there was a crack on the back of the insulin pump casing. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was not returned or replaced since the customer was showering and unable to answer the door when the courier arrived with the replacement device.